Event description:
A caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support to load a new cartridge correctly and successfully resumed insulin therapy, resolving the issue.